Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the screwdriver; the tip broke off. This issue delayed surgery slightly as they had to search a number of other instrument sets in the hospital for a suitable screwdriver. There was no negative outcome to the patient. No reported patient adverse event. Patient¿s health was stable leaving the operating room. The agent was not present at the time of surgery. The agent stated the problem [..] Arose during screw insertion and not final tightening when a torque limiter was used. It predominantly affected the lower head screws (calcar screws) which have to penetrate thicker lateral cortical bone and the very top of the shaft. It was confirmed that there were no pieces left in the patient. No additional information has been provided by the contacts related to this event following multiple attempts.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. Visual evaluation conditions/findings: the broken tip appears consistent with applying a clockwise torque greater than the yield strength of the material, leading to slight plastic deformation in the counterclockwise direction, and eventually, ultimate failure. It was reported that the problem occurred ¿during screw insertion and not final tightening when a torque limiter was used.¿ based on this description, it is likely that the torque limiter was not being used when the device fractured and is likely the reason excess torque was applied to the driver tip. Design-related issues: the design of the equinoxe fracture plate t-10 driver has been in the field since 2010. (B)(4). Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2015. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, the risk is captured in the rmr and racr, and the racr will be updated to capture the appropriate hazardous situation and harm for this reported failure. Most likely cause: the fractured driver reported was likely the result of not using a torque limiter, leading to a torque greater than the yield strength of the material being applied to the driver tip and subsequently ultimate failure. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. The tip of the screwdriver broke off. It was confirmed that there were no pieces left in the patient. No reported patient adverse event. An investigation was conducted: the fractured driver reported was likely the result of not using a torque limiter, leading to a torque greater than the yield strength of the material being applied to the driver tip and subsequently ultimate failure.